Event description:
It was reported that during a kyphoplasty at l3 to treat a compression fracture, one of the balloons ruptured while it was being inflated at 3cc and 30 atm. There was no delay in the overall procedure time. It was reported that the patient was not allergic to the contrast media and no fragments were left behind.

Manufacturer narrative:
Product analysis visual and optical examination of the ibt balloon identified a radial cut on the peak of the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.